Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undersensing at times during non-sustained ventricular tachycardia episodes which caused the ventricular tachycardia (vt) counter to reset. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained from the patient¿s clinic that reprogramming of the rv lead is planned. Additionally, the patient¿s medication was adjusted.